Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The distal conductor of the lead became extrinsically fractured due to melting. The analyst noted that the outer insulation was breached at 6 cm,7 cm, 15 cm. And 26 cm. From the connector pin. The proximal conductor became extrinsically fractured from explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. Product event summary: the proximal portion of the lead was returned and analyzed and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The outer insulation was ruptured. Visual analysis was performed without destructive analysis due to legal restrictions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helices of the right atrial (ra) and right ventricular (rv) leads would not retract during a system extraction. The leads required laser extraction and were not replaced. The left ventricular (lv) lead was removed with no product performance allegation and was returned to the manufacturer. The lead tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.